Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable p-waves and r-waves were observed one day post-op. An x-ray confirmed that leads were not dislodged, and the leads had not changed from implant. The leads were then tested through the analyzer and appeared the same as the device. The physician re-positioned both right atrial (ra) and right ventricular (rv) leads, with great sensing numbers observed on both. However, when connected back to the device there was variable sensing on both leads. Reattempts were made to re-position the leads which resulted in the same issue. The physician finally asked for a new device and it was connected to the leads. The sensing issue was resolved. The leads remain in use. No patient complications have been reported as a result of this event.